Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported via a study collecting safety events that following an intraocular lens (iol) implant procedure, a patient developed grade 4 corneal edema. Five months later, the patient developed cystoid macular edema and there was severe pigment on the implanted iol. The corneal edema resolved on (B)(6) 2019, the cystoid macular edema resolved on (B)(6) 2018 and the pigment on the iol resolved on (B)(6) 2018.